Event description:
A customer reported experiencing a past event of low blood glucose, with the lowest level reaching 30 mg/dl. The customer consumed carbohydrates and received emergency glucose shots from spouse to manage the situation. Control-iq software was in use during the event. Technical support recommended consulting a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged the advice.